Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump date was off by one day due to the customer traveling from a different time zone and did not correct time/date. Customer corrected time. There was no impact to blood glucose.